Event description:
It was reported that a patient underwent an unspecified surgery at l5-l6. It was reported that during the operation, cage was broken at its insertion. At sizing the surgical site with a shaver, a cage was applied and impacted with a regular insertion. The fragments were all removed, and another implant with different size was implanted. No patient complications.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.